Event description:
In 1987, bilateral implants. In 1995, lumpectomy with chemotherapy to left breast. Later in 1995, subsequent lumpectomy with left implant removal and replacement. In 1996, capsular contracture developed on left. Currently extremely uncomfortable, elected bilateral implant removal with capsulotomies. Devices discarded.